Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 750 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer's doctor suggested that the insulin pump may not be functioning properly. Nothing further was reported.